Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. All explanted device components were not released by the facility and will not be returned.